Manufacturer narrative:
The device is expected to be returned to an olympus service center for further evaluation. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A technician at the user facility reported that during a routine inspection, the monitor was not working. An olympus field service engineer (fse) inspected the device and found the image was noisy and blacked out temporarily. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The evaluation was completed. During device evaluation, the phenomenon was not reproduced. The cause of the phenomenon could not be identified according to the information provided. Cracks were found on the rear panel; however, this defect is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device